Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/02/2017, that on (B)(6) 2017, the patient experienced a detached sensor wire. No injury or medical intervention was reported.